Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was not responsive. Reportedly, the customer did not have the normal "home screen". The screen had three blue lines and a border of red lines around the pump screen. Reportedly, the pump was not functional. Customer's blood glucose level was 353 mg/dl and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.